Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) contacted by phone regarding an implantable neurostimulator and stated that stimulation only worked on the left leg and not on the right leg. The patient reported that increasing stimulation ¿messes up¿ the left leg and that stimulation performance had been worsening over approximately 4 days, with the patient stating they ¿can¿t get no better.¿ the patient also reported seeing a message that the system ¿cannot provide desired intensity settings¿ when attempting to adjust intensity. The patient stated they had already tried everything they were previously taught, without resolving the issue. The agent instructed the patient to try another group setting; the patient switched from group a to group b and attempted to adjust intensity, after which the same message was observed. The patient was redirected to their healthcare provider to set up an appointment with a representative for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.